Manufacturer narrative:
Title: the treatment for refractory rectovaginal fistula after low anterior resection with estriol, polyglycolic acid sheets and primary closure: a case report source: international journal of surgery case reports 75 (2020) 483¿487 online publication 19 september 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, a (B)(6) woman who underwent a laparoscopic low anterior resection with lymph node dissection developed vaginal bleeding, suffered discharge of feces and gas from vagina and was readmitted 14 days post-operative the procedure. Patient was diagnosed with rvf (rectovaginal fistula) at the anterior right wall of the anastomotic ring and computed tomography (CT) showed air in the vagina. Enema using amidotrizoic acid confirmed the formation of rvf. Conservative treatments did not resolve the fistula and re-operation was required.